Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: underweight, broken shell and brown particles. A visual and microscopic analysis was performed which identified broken and opening striated on radius and wear abrasion. Based on the device analysis the final assessment is: a striated opening and broken on radius due to surgical damage consist in the use of some surgical tool. Reason for reoperation: rupture.

Event description:
Physician reported a rupture without triggering factor. The device was explanted. Side unknown.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known adverse event addressed in the labeling.

Event description:
Physician reported a rupture without triggering factor. The device was explanted. Side unknown.